Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin dosing stopped when the ilet was not connected to the dexcom g6 cgm after the user changed both the sensor and g6 transmitter and had not entered the new transmitter serial number, consistent with an incorrect or incomplete pairing for the cgm-device interface. Symptoms included hyperglycemia with a reported highest value of 280 mg/dl for an estimated 1.5 hours and no acute complications. Outcomes included no medical intervention, no hospitalization, and no immediate health effects. Investigation included customer service troubleshooting and user education to update the transmitter serial number and reconnect the cgm. Investigation of this case revealed user setup error leading to loss of cgm communication and subsequent suspension of automated dosing, with the ilet and dexcom g6 components implicated at the pairing interface. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.